Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure / migration of essure device"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "dis not undergo essure confirmation test". The patient's past medical history included multigravida and parity 2 ((B)(6) 2003, (B)(6) 2007). Concomitant products included axotal (fioricet) from (B)(6) 2017 to (B)(6) 2017, colecalciferol (vitamin d) from (B)(6) 2017 to (B)(6) 2017, ibuprofen, naproxen sodium (aleve) since 2013, nicotinam. W/pyridoxi. Hcl/ribofl./thiam. Hcl (b complex) since 2008 and serenoa repens (saw palmetto) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), headache ("headache"), urticaria ("hives"), thyroid disorder ("thyroid"), rash ("rashes or skin condition type: rashes"), abdominal pain ("abdominal pain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, hormone level abnormal, nausea, nervous system disorder, dysmenorrhoea, dyspareunia, device expulsion, vaginal discharge, weight increased, weight decreased, alopecia, headache, urticaria, thyroid disorder, rash, abdominal pain and migraine outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, nervous system disorder, pregnancy with contraceptive device, rash, thyroid disorder, urticaria, vaginal discharge, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 222 lbs. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs receive: new events: urticaria, thyroid disorder, rash, abdominal pain, migraine, headache were added and reporter, concomitant drugs added. Product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure / migration of essure device"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2003, (B)(6) 2007). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, trimester of pregnancy. The patient was treated with surgery (underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, hormone level abnormal, nausea, nervous system disorder, dysmenorrhoea, dyspareunia, device expulsion, vaginal discharge, weight increased, weight decreased and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, nausea, nervous system disorder, pregnancy with contraceptive device, vaginal discharge, weight decreased and weight increased to be related to essure (ess205). The reporter commented: (B)(6). Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "hormonal changes, abnormal bleeding (general), pregnancy (no complications), device ineffective, malposition of essure / migration of essure device, nausea, neurological conditions or problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, vaginal discharge, weight gain, weight loss, hair loss, dis not undergo essure confirmation test", patient information added from pfs.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.